Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose levels have been fluctuating from low to high. The customer stated that his blood glucose went low to 50 mg/dl and he received a low predictive alert and treated with food. Customer complained about the threshold suspend being delayed and having the possibility of suspending the insulin pump once he already treated and blood glucose level is going up. Customer also reported that the high blood glucose was caused by being low and over treating. Customer stated that the day of the call, he went from 117 to 320 mg/dl and he treated with the insulin pump and manual injection. Blood glucose during the call was 274 mg/dl. No issues with the site, set or insulin were found during troubleshooting. The insulin pump passed the high pressure test. He declined to check the settings and stated that the week prior, the doctor set the changes in the programming of the device. Customer was advised to follow up with doctor and change the set.